Event description:
Per the clinic, the patient was placed under mac anesthesia on (B)(6) 2023 for the internal magnet removal surgery.

Event description:
Per the clinic, the internal magnet was electively removed on (B)(6) 2023 due to poor performance.